Event description:
Consumer had a vagus nerve stimulator for depression implanted. He claims it was implanted in his brain. Device is manufactured by cyberonics. Surgery went well in 2007. One month later, the input device maxed out. Consumer claims that a tech stated the input device has the wrong software. Eent md implanted the device. He joined the cyberonics study at insistance of his psychiatrist. Netther cyberonics or the eent doctor have been able to help him with the problem. He suffers constant headaches, muscle pain, memory black-outs and cannot drive any longer. Neither cyberonics or eent or psychiatrist have been able to help him reduce the input of the stimulator. Consumer was reluctant to provide info on psychiatrist and or eent doctor. He added that he did not want to get anyone in trouble but he needed help. Consumer committed to send product labeling to this office. Call to consumer on 11/16/2007 to verify place on implant- no answer. Consumer understands that implant is in his "neck". She will investigate the issue at cyberonics since she is currently performing an inspection at the site.